Manufacturer narrative:
Per tandem user guide: make sure that you always have an insulin syringe and vial of insulin or a prefilled insulin pen with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you. Talk with your healthcare provider regarding what items this kit should include. Supplies to carry every day: bg testing supplies: meter, strips, control solution, lancets, meter batteries. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level 535 mg/dl and diabetic ketoacidosis. Reportedly, the cause was a non-tandem sensor failed, and the customer did not have an alternate method available to monitor bg levels. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, magnesium, and potassium. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.